Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high impedance on the superior vena cava (svc) coil. Therefore the rv lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.